Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon burst occurred. It is unk what pressure the maverick2 monorail 12 x 4.0 mm balloon burst at, but it was noted to be "under nominal". The balloon was successfully removed and the procedure was completed with another of the same device. There were no pt complications and the pt's current condition is listed a "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the mfg records shows that the device met its material, assembly and prod specs at the time of its release to distribution. The most probable root cause is determined to be operational context.